Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion with a bend of >90 degrees was located in the tortuous and calcified left circumflex (lcx) artery. Following pre-dilatation of the distal to proximal segment of the lcx with adequate gain of laminal and anterograde flows, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but had extreme difficulties crossing the lesion. A guide extension catheter was then used but the device still failed to cross the lesion and it was noted that the stent was damaged and some struts were open. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy, ous, 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut row 6 from the distal end of the stent is damaged and lifted in a distal direction. Proximal struts were squashed and overlapping exposing the balloon for a total of 4mm from the distal end of the proximal marker band. The undamaged crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion with a bend of >90 degrees was located in the tortuous and calcified left circumflex (lcx) artery. Following pre-dilatation of the distal to proximal segment of the lcx with adequate gain of laminal and anterograde flows, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but had extreme difficulties crossing the lesion. A guide extension catheter was then used but the device still failed to cross the lesion and it was noted that the stent was damaged and some struts were open. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.